Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -8.5/1.0/073 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting. This did not resolve the problem. The cause of the event was reported as unknown. See MFR# 2023826-2021-03545 for replacement lens claim.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with moisture on the lens. Visual inspection found the lens optic and haptic torn. Dimensional inspection found the lens within specifications. Claim#:(B)(4).